Manufacturer narrative:
The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptom reported is consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. The complaint sample was returned but not evaluated as no solution was available for evaluation. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Practitioner reported that consumer experienced burning sensation in eyes after inserting the lenses. Consumer reported to practitioner that the product was not neutralizing properly. Consumer rinsed the lenses with saline prior to insertion and used the product as directed. There was no report of medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.

Manufacturer narrative:
Additional information added: date of manufacture.corrected data: device was not returned to manufacturer.